Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, a pt/layperson alleged that her onetouch ultra meter had reverted to the set up mode two days prior. With assistance from the cca, the pt reset the meter. The pt, whose daily regime is oral diabetes medication, alleged that at 5 pm the next day, she became shaky and self treated with food. The meter and test strips were replaced. Since the pt alleged that she became symptomatic after being unable to test on the meter, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.